Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was found to have a broken conductor wire. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified before cleaning and sterilization. The instrument was used after inspection. The cable was broken in half. There was no loss of cautery or thermal damage observed. No fragment fell inside the body. No photographic images were available.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have damaged conductor wire insulation, and the internal conductor wires were exposed. The conduct wire was not frayed or broken. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.